Event description:
The customer reported to baxter regarding a secondary medication set that would not flow. The customer alleged that the continu-flo function is not working. It was reported that the IV set-up was correct, but when the secondary line was added, the IV fluid did not flow. There was no patient injury or medical intervention reported. It is unknown if there was any patient involvement with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information is available, a follow-up report will be submitted.